Event description:
The hcp reported the patient had a cat scan done. After that, a motor stall error was noted with no recovery. A follow up report will be sent when additional information is received.